Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of small intestinal perforation ('migration of essure device/the other is in the small bowel/perforation (other) (fallopian tube, small bowel'), uterine perforation ('perforation of organs'), fallopian tube perforation ('fallopian tube perforation/migration of essure device (one is free floating)'), device dislocation ('migration of implant/ result of the CT found migration'), device breakage ('fracturing of the implant') and autoimmune disorder ('autoimmune disorder') in a 44-year-old female patient who had essure (batch no. 927080, 946763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2010 to 2012. Concurrent conditions included overweight, skin cancer and foot injury. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced small intestinal perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("abdominal cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dyspareunia ("painful intercourse female"), ovarian cyst ("left ovarian cyst"), loss of libido ("lack of sex drive"), migraine ("migraines/headache"), fatigue ("fatigue"), diarrhoea ("diarrhoea") and constipation ("constipation") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the small intestinal perforation, uterine perforation, fallopian tube perforation, device dislocation, device breakage, autoimmune disorder, pelvic pain, dyspareunia, ovarian cyst and loss of libido outcome was unknown, the abdominal pain, vaginal haemorrhage, menorrhagia, weight increased, diarrhoea and constipation had resolved and the migraine and fatigue had not resolved. The reporter considered abdominal pain, autoimmune disorder, constipation, device breakage, device dislocation, diarrhoea, dyspareunia, fallopian tube perforation, fatigue, loss of libido, menorrhagia, migraine, ovarian cyst, pelvic pain, small intestinal perforation, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Computerised tomogram - on an unknown date: results: migrated essure coils. Hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received. Reporter information were added. Event verbatim were updated as fallopian tube perforation/migration of essure device (one is free floating). Event : migration of essure device/the other is in the small bowel/perforation (other) (fallopian tube, small bowel) were added. This event been captured from the follow up 2 (frd : 7 sep 2008) incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of implant"), fallopian tube perforation ("fallopian tube perforation") and autoimmune disorder ("autoimmune disorder") in a 44-year-old female patient who had essure (batch no: 927080, 946763) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage ("fracturing of the implant"), fallopian tube perforation (seriousness criteria medically significant and intervention required), loss of libido ("lack of sex drive"), the first episode of dyspareunia ("painful intercourse female"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), ovarian cyst ("left ovarian cyst"), the second episode of dyspareunia ("dyspareunia((painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), diarrhoea ("diarrhoea"), abdominal pain ("abdominal cramping") and constipation ("constipation"). The patient was treated with surgery (hysterectomy and essure removal) and surgery (underwent a total robotic hysterectomy bilateral salpingectomy cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device breakage, fallopian tube perforation, loss of libido, pelvic pain, autoimmune disorder, ovarian cyst and the last episode of dyspareunia outcome was unknown, the vaginal haemorrhage, menorrhagia, weight increased, diarrhoea, abdominal pain and constipation had resolved and the migraine, headache and fatigue had not resolved. The reporter considered abdominal pain, autoimmune disorder, constipation, device breakage, device dislocation, diarrhoea, fallopian tube perforation, fatigue, headache, loss of libido, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine perforation, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Computerised tomogram: on an unknown date: migrated essure coils hysterosalpingogram: on (B)(6) 2016: total bilateral occlusion. . Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received: events abnormal bleeding (vaginal, menorrhagia), autoimmune disorder, migraines, headaches, left ovarian cyst, dyspareunia (painful sexual intercourse), fatigue, weight gain, diarrhea, constipation, fallopian tube perforation, abdominal pain added. Reporters, events outcome, lot number, concurrent condition added. Case got medically confirmed yes. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage ("fracturing of the implant"), loss of libido ("lack of sex drive"), dyspareunia ("painful intercourse female") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device breakage, loss of libido, dyspareunia and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia, loss of libido, pelvic pain and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: significant coding correction for "perforation of organs". Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.